Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("they stated that they never found the other coil with the clinical history of an expelled coil question whether the remaining coil may be within the endometrial cavity."), uterine perforation ("uterine perforation in anterior uterine fundus"), device expulsion ("migration of essure device (location of device: completely out of my body. It came out while I was on the/ toilet)/ expulsion of essure device/ foreign body in the uterus") and pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no: b53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test." The patient's medical history included seizure, cholecystectomy in 2008 and vaginal delivery. Current weight 160 lbs. Concurrent conditions included body mass index normal, hypertension since 2013, heart murmur since 2007, pap smear abnormal and irregular menstrual cycle. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), skin irritation ("allergic or hypersensitivity reaction-skin irritation /rashes or skin conditions- skin irritations"), oral mucosal blistering ("blisters in mouth"), vulvovaginal mycotic infection ("yeast infections"), bacterial infection ("infection (other)-recurring bacterial infections"), depression ("psychological or psychiatric problems-depression"), anxiety ("psychological or psychiatric problems-depression and anxiety"), lichen planus ("autoimmune disorder-lichen planus"), urticaria ("rashes or skin conditions- skin irritations and hive"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition-ibs"), flatulence ("frequent gas"), dyspepsia ("heart burn"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems-blurred vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and irritability ("bad irritability "). The patient was treated with surgery (hysteroscopy/ laparoscopic bilateral salpingectomy and to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine perforation, device expulsion, pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, skin irritation, oral mucosal blistering, vulvovaginal mycotic infection, bacterial infection, depression, anxiety, lichen planus, urticaria, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, irritable bowel syndrome, flatulence, dyspepsia, alopecia, abdominal pain, back pain and irritability outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial infection, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, flatulence, irritability, irritable bowel syndrome, lichen planus, menorrhagia, mood swings, nausea, oral mucosal blistering, pelvic pain, skin irritation, urinary tract disorder, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Discrepancy noted as per pfs date(s) of insertion: on (B)(6) 2013. Date(s) of removal: on (B)(6) 2013 (one coil expelled while using bathroom). After the one coil was out, the patient went to the doctor for a tubal ligation. The doctor stated that, they never found the second coil. She underwent laparoscopic bilateral tubal ligation with filshie clips. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal haemorrhage, dysmenorrhea, dyspareunia most recent follow-up information incorporated above includes: on 24-jan-2019: pfs & mr received : patient's demographics added. Reporter's information added. Lot number added. Added event they stated that they never found the other coil , migration of essure device(location of device: completely out of my body. It came out while I was on the toilet) / expulsion of essure device, uterine perforation in anterior uterine fundus (added from mr), mood swings; abnormal bleeding (vaginal, menorrhagia), skin irritation, blisters in mouth, yeast infections, recurring bacterial infections; depression and anxiety, lichen planus, hives, bladder or urinary problems or changes, nausea, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse); vaginal discharge, blurred vision, irritation, fatigue, weight gain, ibs, frequent gas, heart burn, hair loss, back pain, abdominal pain, plaintiff did not undergo any confirmation test. Updated outcome of events. Updated onset date of events. Historical drug, historical condition, concomitant condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation in anterior uterine fundus"), device dislocation ("they stated that they never found the other coilwith the clinical history of an expelled coil question whether the remaining coil may be within the endometrial cavity."), device expulsion ("migration of essure device (location of device: completely out of my body. It came out while I was on the/ toilet)/ expulsion of essure device/ foreign body in the uterus") and pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's medical history included seizure, cholecystectomy in 2008, vaginal delivery, visual disturbance and eye disorder. Current weight 160 lbs. Previously administered products included for an unreported indication: norethindrome from 9-feb-2015 to 15-jan-2016. Concurrent conditions included body mass index normal, hypertension since 2013, heart murmur since 2007, pap smear abnormal and irregular menstrual cycle. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), skin irritation ("allergic or hypersensitivity reaction-skin irritation /rashes or skin conditions- skin irritations"), oral mucosal blistering ("blisters in mouth"), vulvovaginal mycotic infection ("yeast infections"), bacterial infection ("infection (other)-recurring bacterial infections"), depression ("psychological or psychiatric problems-depression"), anxiety ("psychological or psychiatric problems-depression and anxiety"), lichen planus ("autoimmune disorder-lichen planus"), urticaria ("rashes or skin conditions- skin irritations and hive"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition-ibs"), flatulence ("frequent gas"), dyspepsia ("heart burn"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems-blurred vision"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and irritability ("bad irritability "). The patient was treated with surgery (hysteroscopy/ laparoscopic bilateral salpingectomy and to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, device expulsion, pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, skin irritation, oral mucosal blistering, vulvovaginal mycotic infection, bacterial infection, depression, anxiety, lichen planus, urticaria, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, irritable bowel syndrome, flatulence, dyspepsia, alopecia, abdominal pain, back pain and irritability outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial infection, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, flatulence, irritability, irritable bowel syndrome, lichen planus, menorrhagia, mood swings, nausea, oral mucosal blistering, pelvic pain, skin irritation, urinary tract disorder, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Discrepancy noted as per pfs date(s) of insertion: 25oct2013. Date(s) of removal: dec2013 (one coil expelled while using bathroom). After the one coil was out, the patient went to the doctor for a tubal ligation. The doctor stated that, they never found the second coil. She underwent laparoscopic bilateral tubal ligation with filshie clips. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal haemorrhage, dysmenorrhea, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc. (Product technical complaint) incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation in anterior uterine fundus'), device expulsion ('migration of essure device (location of device: completely out of my body. It came out while I was on the/ toilet)/ expulsion of essure device/ foreign body in the uterus/expulsion/ coil may be within the endometrial cavity/claiming migration') and pelvic pain ('pain/severe pain') in a 30-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's medical history included cholecystectomy in 2008, seizure, vaginal delivery, visual disturbance and eye disorder. Current weight 160 lbs. Previously administered products included for an unreported indication: norethindrone from (B)(6) 2015 to (B)(6) 2016. Concurrent conditions included hypertension since 2013, heart murmur since 2007, body mass index normal, pap smear abnormal and irregular menstrual cycle. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 23 days after insertion of essure. In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), skin irritation ("allergic or hypersensitivity reaction-skin irritation /rashes or skin conditions- skin irritations"), oral mucosal blistering ("blisters in mouth"), vulvovaginal mycotic infection ("yeast infections"), bacterial infection ("infection (other)-recurring bacterial infections"), depression ("psychological or psychiatric problems-depression"), anxiety ("psychological or psychiatric problems-depression and anxiety"), lichen planus ("autoimmune disorder-lichen planus"), urticaria ("rashes or skin conditions- skin irritations and hive"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition-ibs"), flatulence ("frequent gas"), dyspepsia ("heart burn"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). In june 2015, the patient experienced vision blurred ("vision/eye problems-blurred vision"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), irritability ("bad irritability "), cystitis ("bladder/urinary problems : bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysteroscopy/ laparoscopic bilateral salpingectomy and to remove the essure). Essure was removed in september 2014. At the time of the report, the uterine perforation, device expulsion, pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, skin irritation, oral mucosal blistering, vulvovaginal mycotic infection, bacterial infection, depression, anxiety, lichen planus, urticaria, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, irritable bowel syndrome, flatulence, dyspepsia, alopecia, abdominal pain, back pain, irritability, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial infection, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, flatulence, irritability, irritable bowel syndrome, lichen planus, menorrhagia, mood swings, nausea, oral mucosal blistering, pelvic pain, skin irritation, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Discrepancy noted as per pfs date(s) of insertion: (B)(6) 2013. Date(s) of removal: dec2013 (one coil expelled while using bathroom). After the one coil was out, the patient went to the doctor for a tubal ligation. The doctor stated that, they never found the second coil. She underwent laparoscopic bilateral tubal ligation with filshie clips. Essure not removed patient received treatment for- migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Imaging procedure - on an unknown date: expulsion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal haemorrhage, dysmenorrhea, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event was added- bladder/urinary problems : bladder infection, urinary tract infection, vaginal infection and device dislocation clubbed with device expulsion. Reporter information and lab data added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.